Event description:
The clinician reports the implant was inserted (B)(6) 2005 in fdi 11. On (B)(6) 2019, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.